Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Voluntary report (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported two intravia containers leaked. It was discovered liquid droplets on the inside of the chemotherapy transport bag and the medication label was saturated with liquid. While checking the second bag, the reporter observed liquid droplets on the outside of the bag. Upon further investigation, it was noted the fluid was leaking from the ¿y¿ in the word "thoroughly" located on both IV bags. The bags were filled with an unspecified volume of etoposide. The first leak was noted in the transport bag and the second leak was noted prior to leaving the pharmacy. There was no patient involvement. No additional information is available.